Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the customer saw blood in the balloon. It was not like channeling but like a tear in the balloon. A second balloon was inserted to start therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane loosely unfolded and blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting at approximately 76.2cm from the iab tip. No other defects were observed. The technician was able to successfully aspirate/flush the inner lumen. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. Traces of blood were detected but no obstructions were felt. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted.. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the customer saw blood in the balloon. It was not like channeling but like a tear in the balloon. A second balloon was inserted to start therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the customer saw blood in the balloon. It was not like channeling but like a tear in the balloon. A second balloon was inserted to start therapy. There was no reported injury to the patient.

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the customer saw blood in the balloon. It was not like channeling but like a tear in the balloon. A second balloon was inserted to start therapy. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections - date of this report, date received by mfg, type of report,mfg follow-up #, if follow-up, what type, device evaluated by mfg, device not eval provide code, evaluation method codes , addtl mfg narrative/corr. Data complaint # (B)(4).